Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported by the customer¿s mother that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 34 mg/dl. The customer was treated with the food and glucose tablet and not using 50 ml prefilled syringe.

Event description:
It was reported by the customer¿s mother that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 34 mg/dl. The customer was treated with the food and glucose tablet and not using 50 ml prefilled syringe.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date with blood glucose of 34 mg/dl. Customer was discharged from hospital and their other blood glucose values were 25 mg/dl, 35 mg/dl and 54 mg/dl. The customer was treated with food glucose tablet and 50 ml prefilled syringe. The customer was wearing the insulin pump during the hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at time of low blood glucose event. The insulin pump will not be returned for analysis.